Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer received result of 31.5 mmol/l on the mobile system, while a comparison lab returned as 12 mmol/l, within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips.